Event description:
It was giving a vaccination to pt. Upon withdrawing the syringe the needle became disengaged from the blue hub. I had to reach over and remove the needle by hand. No injury or discomfort to pt. Lot# 5339768, possibly 5244684, 5274455.